Event description:
It was reported that patient had a painful attune knee that was done in another part of the state at (B)(6) health - (B)(6). . There was bone on the components. Surgeon mentioned that the patient wanted the implants for attorney. The tibial component was the original/old attune model, not the new s+ tibial tray. Upon removing the implant, it was able to identify that it was the old style tibia. North memorial was unable to gather product information from the previous surgery. There was loosening of tibial component at the cement implant interface. Cement manufacturer is unknown. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.